Event description:
It was reported that a pulsed field ablation procedure was performed using the pulseselect catheter, after the catheter was withdrawn into the sheath, the catheter could not be smoothly opened. Catheter knotting was reported with an inability to deliver energy. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.